Event description:
A malfunction alarm occurred resulting in a blood glucose (bg) level of 19.1 mmol/l. Customer administered a correction bolus to successfully resolve the bg. A pump reset was performed resolving the malfunction and customer continued to use the pump for insulin therapy.